Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter inside nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause could not be determined. The foreign material was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.